Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr femoral, catalog # 183006, lot # unknown. Vanguard (tm) e-poly (tm) cr tibial bearing, catalog # ep-183422, lot # unknown. Biomet cc I-beam tray, catalog # 141222, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-05144, 0001825034-2018-05150, 0001825034-2018-05157.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient had to stay overnight in hospital stay due to incisional oozing.